Manufacturer narrative:
Retainer ring : black. Customer complained about the unit having a blank display and was exposed to moisture on event date of (B)(6) 2021. Unit received with open book image after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to open book image. Successfully utilized crest and thus to download history files and trace files. Tested with a test p-cap and the test p-cap locked in place properly. Unit received with pillowing keypad overlay, cracked battery tube area and scratched case. The unit was cut open with corrosion on the force sensor assembly, moisture damage on the motor assembly, corrosion on the lcd assembly, corrosion on pcba 1 and corrosion on pcba 2 noted during visual inspection of the electronics. Unit was confirmed for open book image (main lcd test failure 0x49) due to severe corrosion on the solder joints of pins 26 to 40 on pcba 2 connector j1. Unable to confirm blank display anomalies due to open book image. Moisture damage confirmed on electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had blank display. The insert battery alarm was not displayed on the screen of insulin pump. Insulin pump was exposed to moisture. The contacts on battery cap was not missed or damaged. The battery compartment and spring was neither corroded nor damaged. The display of insulin pump was not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.